Manufacturer narrative:
A review of the complaint history record was performed for sn (B)(6), which did not confirm similar complaints with the same or related failure mode for this customer. The proximate cause of the reported issue was due to electrical failure of the keypad. A review of the device history record showed the device had a manufacture date of 11/jun/2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that device had keypad issue. No additional information was provided. There was no reported patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they: replaced keypad with front door due to channel select not working. A review of the device history record showed the device had a manufacture date of 11/jun/2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the keypad. A review of the complaint history record in trackwise and sap was performed for sn (B)(6), which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA # 1120033 for keypad.

Event description:
It was reported that device had keypad issue. No additional information was provided. There was no reported patient involvement.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that device had keypad issue. No additional information was provided. There was no reported patient involvement.

Manufacturer narrative:
Additional information: d8, d9, e4, h10 the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that device had keypad issue. No additional information was provided. There was no reported patient involvement.